Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the ground fault interrupter (gfi) was intermittently tripping. The gfi was upgraded and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system terminated a spin prior to completion, and a beeping sound could be heard coming from the image acquisition system (ias). The system was rebooted, but the system then displayed a red 'x' for the status of the generator. There was no patient present when this issue was identified. No additional details were provided.